Event description:
It was reported that the coil was broken. This embold packing 60 device was selected for use during this coiling procedure. The target vessel was noted to be moderately to severely tortuous, not calcified, and not stenosed. During the procedure, upon attempting to retract the packing embold coil, it came apart within the catheter, leaving the filament hanging from the distal portion of the catheter. It was successfully retrieved with the catheter. It appeared to have broken apart or stretched, as it may have become stuck or caught up within the aneurysm. A portion of the device was removed, and a portion remained implanted. There were no patient complications as a result of the event.